Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.